Event description:
The customer reported the catheter leaked near the oval disk after 4 months of use, however, when the sample was received, it was determined to be broken.

Manufacturer narrative:
Additional information has been requested. The sample is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)